Manufacturer narrative:
Discrepant result (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed. As per the internal procedure test 1-5, the inratio values and lab values are within the confident limits. Product will not be investigated.

Event description:
The caller alleged discrepant results when compared with the lab results.